Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient stated he has been having issues with charging the implanted neurostimulator (ins) since (B)(6) 2024 patient stated one day it took him 2. 5 hours to charge the ins from 10% to 80% patient stated the recharger (rtm) cord is getting really hot by the time he is done charging pt stated the ins charge is really slow. Patient sent a text to the representative on (B)(6) 2024 about the issue. Patient stated in (B)(6) 2024 the recharger was doing something funky when he was on the charger and he would look at it and it would be at 30% and then it would take a weird jump in the charge level. An email was sent to the repair department to replace the rtm cord. Caller contacted technical services (ts) while no longer with the patient. Caller reported that since around (B)(6) the patient has noticed that charging takes over and hour with excellent coupling and if not excellent, will take longer than 2.5 hours. Reviewed position and depth can influence recharge. Caller reported no error messages seen on controller. Impedances were checked and reported ok. Caller reported patients feels the ins is the same in the pocket as before. Caller will request that patient pay attention to positioning while charging and call if needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755-s, lot#/serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. H6: analysis of the recharger found no issues with finding or charging implant. No anomalies were visually observed. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.